Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 12 unit bolus was delivered to the customer. Review of the bolus history by tandem technical support verified that the bolus was entered and delivered by the customer along with a blood glucose (bg) value of 250 (mg/dl). At the time of the event, bg level was 124 mg/dl. Although requested, no additional information was provided by the customer.